Event description:
During a cryoablation procedure to treat atrial fibrillation a polarsheath was selected for use. It was reported that air was drawn in during aspiration while the sheath was prepped. The sheath was exchanged and the procedure was completed with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The polarsheath was returned to boston scientific for analysis. The sheath was returned with the dilator inside the sheath. Visual inspection revealed that the valve had a tear in the seal connected to the outer slit. Functional testing was unable to be performed due to the dilator inside the sheath as the sterilization process influences the amount of silicon oil inside the hemostatic valve, causing there to be inconsistencies on the physical device. Device was gently pressurized with 6 psi at the flushing line luer fitting while plugging the distal tip of the catheter, using an isacc tester. The valve body was then submerged in a beaker of water. A steady stream of bubbles appeared at the valve region. The bubbles appeared to form only at the tear(s) and valve slits. Gross leak was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
During a cryoablation procedure to treat atrial fibrillation a polarsheath was selected for use. It was reported that air was drawn in during aspiration while the sheath was prepped. The sheath was exchanged and the procedure was completed with no patient complications.